Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f agilis steerable introducer sheath was received for evaluation. The sheath was unable to deflect in one direction due to the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Abbott is continuing to monitor this issue.

Event description:
During a supraventricular tachycardia procedure, optical and steering issues occurred causing a delay. The mapping for the at source was first done with the advisor hd grid catheter and then ablation was done with the tactiflex catheter on the ra free wall at around 8 o'clock with an agilis sheath. The tachycardia subsided but then recovered. The tactiflex catheter was swapped with the advisor hd grid catheter again for re-mapping, and then the tactiflex was reinserted. With the tactiflex inserted, when trying to rotate to a particular curve, a snap was felt, and the agilis sheath would not deflect bi-directionally anymore. In addition, the force was not displayed and showed as "---" on the panel on ensite x. The agilis was replaced. The ablation catheter was reseated and the tactisys was restarted with no resolution. The tactiflex was replaced, and the procedure was completed with no adverse consequences to the patient.